Event description:
In november 2006, a doctor informed kerr that a patient experienced sensitivity from the use of optibond solo plus.

Manufacturer narrative:
The doctor indicated that the use of optibond solo plus on five different patients caused post operative sensitivity. As a result of the sensitivity, the doctor removed and replaced the patients' restorations. There have been no further complications. This MDR is in reference to the fourth of five total incidents.